Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Returned for review is a straight cup inserter. As returned, the strike plate shows heavy impaction markings, indicating successful use in the field. There are also impaction markings on the distal shaft and on the edge of the distal hex bolt window opening, indicating off-axis impactions. The hex bolt tip is fractured off. DHR was reviewed and found to be conforming. One or combination of the following factors might have contributed to the current condition: device cannot withstand typical repetitive cleaning/sterilization cycles, loosening of bolt during impaction, excessive off-axis impaction/extraction or levering forces applied with insufficient thread engagement, improper use: used without adapter or with incorrect adapter, improper use: inadvertently dropped during use or cleaning, improper use: over tightening of the bolt. This is not an exhaustive list and no definitive cause can be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while inserting a continuum cup the thread on the impactor sheared off. Attempts have been made and additional information on the reported event is unavailable.